Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I results generated on the architect i2000sr processing module for a 49-year-old male patient. The patient was diagnosed with difficulty swallowing, shortness of breath, chest pain, and non-st-segment elevated myocardial infarction (nstemi). The patient was admitted to the hospital and the patient was given an aspirin 324 mg, rosuvastatin, esomeprazole, celecoxib, pa (posteroanterior) and lateral chest x-ray, electrocardiogram EKG (normal), and a CT (computed tomography) scan of the chest with contrast. The following results were provided: (customer provided normal reference range 0-35 pg/ml). (B)(6) 2026 sid (B)(6) initial 103.5 pg/ml, repeat result on both instruments = <3.5 pg/ml. The customer reported they believe the correct result is <3.5 pg/ml. No further impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product the instrument service history review for the architect i2000sr processing module serial number (B)(6) found no additional complaint tickets related to discrepant troponin results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues related to the current issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitivity troponin-I results generated on the architect i2000sr processing module for a 49-year-old male patient. The patient was diagnosed with difficulty swallowing, shortness of breath, chest pain, and non-st-segment elevated myocardial infarction (nstemi). The patient was admitted to the hospital and the patient was given an aspirin 324 mg, rosuvastatin, esomeprazole, celecoxib, pa (posteroanterior) and lateral chest x-ray, electrocardiogram EKG (normal), and a CT (computed tomography) scan of the chest with contrast. The following results were provided: (customer provided normal reference range 0-35 pg/ml) on (B)(6) 2026 sid (B)(6) initial 103.5 pg/ml, repeat result on both instruments = <3.5 pg/ml the customer reported they believe the correct result is <3.5 pg/ml. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.